Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the surgeon, there are no plans to reimplant the patient with another fixture as of the date of this report, (B)(6), 2013. This device is not available for analysis. (B)(4).